Event description:
A malfunction on the pump was reported by the caller. The impact on the customer's blood glucose level is unknown, as the caller declined to provide details. Technical support assisted the caller with resetting the pump, and it was confirmed that the same malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the caller understood.